Manufacturer narrative:
Exact date unknown, event occurred 1 year ago from date manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg and keeping the charger aligned with the ipg. It was noted that the ipg had tilted or too deep. The patient underwent a revision procedure where the ipg was replaced with an MRI capable ipg and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.